Manufacturer narrative:
These products were removed in a revision; therefore the complaint is considered confirmed. Multiple attempts were made to gather additional information including the failure mode and reason for the revision. However, this information was not provided. Functional testing and inspections could not be performed due to the parts not being returned and no photographs, x-rays, scans, or physician reports being provided. Based on the information and materials provided, it is unclear if there was an allegation made against the implants to function as intended or if they were removed due to patient condition. No non-conformances were identified for the tmj components. Device history record (DHR) review was unable to be performed for the screws as the lot numbers of the devices involved in the event are unknown. There are no indications of manufacturing defects. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2018-00787-1, 0001032347-2018-00788-1, 0001032347-2018-00789-1, 0001032347-2018-00790-1, 0001032347-2018-00791-1, 0001032347-2018-00792-1, and 0001032347-2018-00793-1.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). Concomitant medical products: biomet microfixation tmj system left narrow manibular component, 45 mm, catalog #:01-6546, lot #: 773630. Biomet microfixation "2.4 mm" system high torque (ht) cross-drive screw 2.7 x 8 mm, catalog #: 91-2708, lot #: ni. Biomet microfixation "2.4 mm" system high torque (ht) cross-drive screw 2.7 x 10 mm, catalog #: 91-2710, lot #: ni. Biomet microfixation tmj system cross drive fossa screw 2.0 x 9 mm, catalog #: 99-6579, lot #: ni. Biomet microfixation tmj system cross drive fossa screw 2.0 x 11 mm, catalog #: 99-6581, lot #: ni. Biomet microfixation "2.7 mm" system emergency cross drive screw 3.2 x 10 mm, 1/pkg, catalog #: 99-9950, lot #: ni. Biomet microfixation tmj system left fossa component, small, catalog #24-6563, lot #: 826690. Therapy date: (B)(6) 2018. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event; please see associated reports: 0001032347-2018-00787 through 0001032347-2018-00793.

Event description:
It was reported a revision occurred. Attempts have been made and no further information has been provided.